Event description:
This report is based on information provided by philips remote service engineer rse, philips technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro d/c (direct current) port is loose due to the internal nut coming loose. The issue was found during bench repair, therefore no patient or user impact.